Event description:
It was reported the pt's scs ipg is inoperable as it had not been charged in approximately a year. An sjm representative met with the pt and confirmed the ipg would not communicate with external devices. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified the patient's entire scs system was explanted.

Manufacturer narrative:
(B)(4). Results: claims about: ¿inoperable ipg¿ was confirmed. As received, the ipg failed to communicate with a lab patient programmer due to depleted battery. ¿ipg communication error 2501¿ was observed on lab patient programmer. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu states ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.